Event description:
False positive covid-19 test; bd veritor plus system gave a positive result for covid-19 antigen test for an employee who was asymptomatic. Pcr test performed and results were negative. FDA safety report ID# (B)(4).